Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) due to dye being injected too fast. Event clarification and resolution was requested from the field representative. This resulted in a dissection, the location was not provided despite inquiry. No additional medical intervention was needed.